Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer called in and stated that the frame of the back broke at the weld. Dealer stated he is not aware of what resulted in the incident. Dealer stated no injuries